Event description:
It was reported that the pump was filled with a new drug but the drug information was not changed in the pump. The hcp programmed a bridge bolus but because the drug information was not changed the total tubing and catheter volume was calculated incorrectly. The pump was delivering bupivacaine and compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model# 8840. Catheter model# 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).